Manufacturer narrative:
Article citation: raj, sean d., shurafa, mahmud et al. Primary and secondary breast lymphoma: clinical, pathologic, and multimodality imaging review. Radiological society of north america. 29/mar/2019; vol. 39, no. 3, 610-625. The events of lymphoma - alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl-suspected; seroma. (B)(4).

Event description:
Through journal article "primary and secondary breast lymphoma: clinical, pathologic, and multimodality imaging review" it was reported that a patient experienced "left breast enlargement," "us image shows a peri-implant complex cyst and/or collection with debris," and "axial contrast material¿enhanced CT¿ [notes] image of the chest was obtained unrelated to the patient¿s lymphoma evaluation and showed a fluid collection and/or effusion surrounding the implant, with subtle enhancing foci along the left chest wall." Further reported was us-guided fine-needle aspiration¿ confirmed a definitive diagnosis of lymphoma¿the results of a pathologic examination confirmed bia-alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The status of the device is not known. Affected side is left.